Event description:
It was reported that a patient's left wrist was broken during the CT exam. The patient had just had a stroke and had no feeling in their left arm. The technician used the patient strap to secure the pt's arms. However, during the exam, without the technican noticing , the pt's left hand and wrist fell to a position off of the cradle. The patient was positioned on their back and head first. As the cradle was moving toward the home position, the pt's hand and wrist came in contact with the top cover of the table. Due to the lack of feeling in their arm and their arm being strapped down, the pt's arm did not move away and their wrist was bent resulting in the fracture.